Manufacturer narrative:
(B)(4). Date sent: 1/8/2026 d4: batch # a97v1r investigation summary the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12xt device was returned with obturator inserted through the universal seal component disassembled. In addition, the packaging opened was returned along with the instrument. Upon visually inspection of the universal seal component was observed to be not properly welded. The obturator component was visually inspected and no damage was found on it. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch a97v1r number, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the titanium tip was broken during procedure. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.